Event description:
A customer reported that the results obtained from a single patient sample run on a vitros 5600 integrated system were associated with the incorrect patient name and the incorrect tests were run. The customer also reported that similar events had previously occurred on two additional instruments on site, a vitros 350 chemistry system and a vitros eciq immunodiagnostic system, though no specific examples were provided for the two additional instruments. Mis-associated patient results may lead to inappropriate physician action. In all cases, the discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run on a single patient sample and the results obtained were mis-associated with an unintended patient. The event in question occurred when using a vitros 5600 integrated system, however the customer reported that similar events had occurred when using the vitros 350 chemistry system and vitros eciq immunodiagnostic system as well. The csc determined that the cause of the event was improper sid reuse. The csc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the csc assisted the customer in configuring the sid auto deletion feature on the vitros instruments, where applicable, to help prevent reoccurrence of the issue. The investigation determined that the root cause of the event was user error due to improper sid reuse. The vitros instruments did not malfunction.